Event description:
It was reported that there was a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found the top and bottom cases where in excellent condition. There was contamination found by the l bracket pole clamp. During power up and infusion / occlusion testing, the reported problem was unable to be duplicated. Interconnect flex cable was connected to the main board and glue was intact. The root cause of the issue could not be determined. No external damage or contamination to interconnect board or speaker. Replaced speaker as a preventive measure. Power up process and all the functional tests passed. A corrective and preventative action was opened to address the issue.